Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to high blood glucose. The caller reported that the emergency medical services came and took the customer for hospitalization. The customer's blood glucose was 327 mg/dl at the time of incident. The insulin pump will not be returned for analysis.